Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported an event of a saline bag backfilling on a 2008t hemodialysis machine. There was no patient receiving treatment at the time of this event as it occurred during set up (recirculation). The drain line's measurements were reported to be within specification. There were no obstructions, kinks, bends, or otherwise reported deficiencies with either the drain line or the hemodialysis system. The machine has been put back into service with no recurrence of reported malfunction.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.